Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that the echoims does not save information on a (B)(4) workstation. The information from quantify and summary reporting locations do not hold from workstations but will save from the hospital's pc's when used in conjunction with vericis web. It was further reported that when the pop-up blocker was turned off, the information was getting saved in the echoims. There was no report of patient injury. (B)(4).